Manufacturer narrative:
At this time, the complaint is not confirmed. Based on the age of the complaint, a full investigation may not be able to be completed. It is also unknown if this complaint was previously reported to codman. If further information is obtained, it will be filed in a supplemental report. The codman 3000 is indicated for hepatic artery infusion for metastatic cancer, pain, or spasticity therapy. At this time it is unknown what indicate this specific pump was used for. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient returned device tracking card stating "please make sure, the pump is working. I got the pump, which never worked." Patient wrote that pump was previously explanted.